Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional follow up information found the reps cp running a 3.8 app confirms the 2.92 volts is accurate and it is a false eri..

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.  The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the wireless software displayed the elective replacement indicator (eri) message. Surgical intervention may be undertaken in the future to address the issue.